Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the newly placed right atrial (ra) lead exhibited low out-of-range pacing impedance and failure to sense. The ra lead then exhibited insertion failure of a guidewire and insulation breach was suspected. The ra lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported events of low lead impedance, failure to sense, the stylet could not be inserted, and insulation damage were confirmed. A full lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found. Final analysis found the outer insulation was cut at 13.3cm from the connector pin and the inner insulation was damaged at 14.7cm from the connector pin, both consistent with procedure damage. The cause of the reported events was isolated to the inner insulation damaged due to the suture sleeve tie down forces consistent with procedural damage and the inner coil was clogged with blood.